Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the side door switch was found to be pushed out of its cradle. The switch was re-installed and adjusted to its proper position. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding an imaging system. It was reported that upon boot-up, the gantry door would not fully close. This issue was noted outside of a procedure and there was no patient present when this issue was identified.